Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump twice alarmed no delivery. The customer's blood glucose reading was 111 to 500g/dl at the time of incident. The customer indicated that the alarm was resolved by doing a complete set change. Customer was advised to call back if it should happen again. Customer declined high blood glucose troubleshooting but the pump displacement test passed.